Event description:
Information received by medtronic stated that the cracked in back side of insulin pump. No harm was required during medical intervention. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located at the pump case found on (B)(6), 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found the j7 power connector unplugged. After reconnecting the j7 connector the pump powered up successfully. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, detached retainer, and missing o-ring(reservoir tube). Cosmetic damage was confirmed where scratched case, pillowing keypad overlay, detached retainer, and missing o-ring(reservoir tube) was noted. Blank display was confirmed during analysis due to the j7 connector being disconnected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.